Event description:
Philips received a complaint on the v60 ventilator indicating that there was an auxiliary power supply failure alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that while preparing to use the ventilator, the auxiliary power supply alarm occurred, and the device could not be shut down normally. A good faith effort (gfe) response from the authorized service provider (asp) was received on 15jun2026. The device's diagnostic report (drpt) was not provided. The asp confirmed that the device had not yet been connected to a patient at the time of the event. The asp confirmed that service had been completed on the device but stated that the part information used in the service was asked but unknown (asku). The asp was able to confirm that the issue was resolved, was fully functional, and had been returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The product malfunctioned was confirmed. The likely cause of the device issue cannot be determined as the part information for the parts used was not provided.